Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing the reported problem 'abnormal shut down' could not be confirmed through the event history log (ehl) review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions 'abnormal shut down' and white screen were not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegations. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen and had an abnormal shut down. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.